Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated report(s): 0001825034 -2018 -02471. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain. Synovitis, patulous capsule, and metallosis were identified intraoperatively. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.